Manufacturer narrative:
Investigation summary: received one (1) used list# mc330523, 127" (323 cm) appx 9.7 ml transfer set w/clave¿ clear, dual check valve, smallbore trifuse ext set w/1 pur yellow, 2 clave¿ clear (yellow, green rings), 2-0.2 micron filters, spin luer. One (1) used list# unknown, 3ml syringe. Sample provided shows no physical damage or other anomalies. The 0.2 filter is wetted out with lipid residuals. Dfu states " ivfe or tna (3-in-1) solutions containing lipids must be administered using a 1.2 micron filter. Sets with these filters should be changed at least every 24-hours." Confirmed customer complaint of a leak found at the filter. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The probable cause of the leak is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer generated a leak during patient use. The report states that the bifuse microclave green port was found leaking. The infusions through the line were total parental nutrition (tpn) (primene (dextrose concentration d12.2%) and 20% lipid and fentanyl 25mcg/ml concentration. The device was wiped, double-bagged, and labelled. The sample was retained and available for evaluation or return. There was no patient harm reported.